Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
An ivtm therapy was provided to the patient using the zoll catheter (lot #unknown) via the femoral vein. The targeted temperature management (ttm) was completed, and the patient was in normothermia. The thermogard xp ivtm system (sn unknown) stopped during the normothermia, generated an alarm, and displayed an "air trap empty" message. The customer observed no air in the start-up kit (suk) tubing between the thermogard system and the patient. Immediately, the thermogard system and the suk were disconnected from the patient, and the zoll catheter was looped, as the ivtm therapy was completed, and the patient was normothermic. The air trap of the suk appeared to have half full of saline, and there was no leak noted in or around the thermogard system. Whether the customer performed a leak check per new IFU and the type of zoll catheter used during the therapy is unknown. The customer suspected a potential catheter or suk leak, and the customer provided no further information. No consequences or impact to the patient. Please see the following related MFR report: MFR 3010617000-2022-00250 for the zoll catheter.